Event description:
Customer reported two motor errors on his insulin pump. Customer's blood glucose was unknown. He stated his insulin pump had already been replaced for the same issue. Now the new device has been alarming motor error. Customer stated he did not know that pressing the esc button during a bolus or using (B)(4) batteries would cause a motor error. Customer could not talk at the moment because he was going somewhere. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).